Event description:
Information was received from a health care professional regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 1373 mcg/day) via an implantable pump for intractable spasticity. Baclofen start date was (B)(6) 2016, ending date was (B)(6)2016 when the pump was removed. Other medications patient was taking; lunesta 3mg, (B)(6) 220mg, diazepam 5mg, fish oil. Patients medical history including allergies; seizure disorder, migraines, depression, head injury, allergy-vancomycin. The pump was removed due to an infection ((B)(6)). The patient was last seen on (B)(6) 2016, spasms similar to when patient had pump with no itchiness, spasms was not resolved, patient was unsure if he wanted the pump replaced. The health care professional also reported conflicting information indicating that there was no increase in spasticity or spasms with this pump following implant. Other infection symptoms were reported as swelling at pump site, elevated white count, a computed tomography (CT) scan of the abdomen and pelvis showed abscess and fluid around pump, small volume of pelvic free fluid. Wound culture was positive for (B)(6). The cause of infection was unknown

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.